Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The balloon catheter of the device was not returned for analysis. A visual and microscopic examination found that the struts of the returned stent were open indicating that it had been deployed from the balloon catheter. The entire stent was crushed and damaged indicating that excessive force had been applied to it. No other issues were identified with the returned stent. No other issues were identified during the product analysis.

Event description:
It was reported that the stent moved on the balloon, stuck in the lesion and was removed by surgery. The target lesion was located in the severely tortuous and severely calcified vessel in the right clavicle. After a v-18 guide wire, a non-bsc introducer sheath and a bsc 8f guide catheter crossed the lesion, a 9.0x30x135 cm express ld vascular stent was advanced for treatment. However, when the device reached the lesion, the physician noticed that the stent itself moved a little from the balloon and was not completely dislodged from the balloon. The lesion was complex and the stent was stuck in the lesion. The stent was removed from the patient by surgery and another 10.0x30x135 cm express ld vascular stent was placed for remediation; however, the same situation occurred. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that the stent moved on the balloon, stuck in the lesion and was removed by surgery. The target lesion was located in the severely tortuous and severely calcified vessel in the right clavicle. After a v-18 guide wire, a non-bsc introducer sheath and a bsc 8f guide catheter crossed the lesion, a 9.0 x 30 x 135 cm express ld vascular stent was advanced for treatment. However, when the device reached the lesion, the physician noticed that the stent itself moved a little from the balloon and was not completely dislodged from the balloon. The lesion was complex and the stent was stuck in the lesion. The stent was removed from the patient by surgery and another 10.0 x 30 x 135 cm express ld vascular stent was placed for remediation; however, the same situation occurred. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.